Event description:
On (B)(6) 2012, a reporter (register nurse "rn") contacted lifescan (lfs) on behalf of the lay user/patient alleging that the patient's onetouch ultra meter was reading inaccurately high. The complaint was classified based on the information obtained by the customer care advocate (cca). The rn stated that the alleged issue began on (B)(6) 2012 at 8 a.m. The rn claimed that she obtained a blood glucose result of "124 mg/dl" with the subject meter, which she felt was inaccurately high compared to the "hypoglycemic symptoms" the patient was exhibiting at the time she tested the patient's blood glucose. The rn mentioned that the "hypoglycemic symptoms" that the patient was exhibiting were "weakness, dry mouth, sleepiness, shakiness, and dizziness." The rn told the cca that the patient ate breakfast shortly after the onset of symptoms and reportedly felt better. The rn denied that the patient's blood glucose was tested on any other device or that the patient had done anything outside of her normal diabetes management. The rn mentioned that the patient's last blood glucose reading (prior to the 124 mg/dl being obtained) was "153 mg/dl" on (B)(6) 2012 at 8 a.m. The rn told the cca that the patient's blood glucose is tested once a day and that her normal blood glucose results are in the low 120's to 200 mg/dl. The rn informed that cca that the patient's diabetes is managed with metformin (1000 mg, twice a day) glipizide (10 mg, once a day) and lantus (based on a sliding scale when the patient's blood glucose is above 150 mg/dl, approximately 15 units). The rn stated that the patient received her normal dose of medication despite the alleged issue starting. At the time of troubleshooting the cca confirmed that the patient was using unexpired test strips and that the subject meter was set to the correct unit of measurement. Additionally, the rn performed a control test during troubleshooting with the cca and a passing a result was obtained (control result 140 mg/dl: correct range: 120-160 mg/dl). The alleged issue was resolved with troubleshooting. However, replacement product was still sent to the patient. This complaint is being reported as an adverse event because the reported blood glucose result obtained by the rn did not correlate with the allegation. In addition, the symptoms reported by the patient are suggestive of acute hypoglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.